Manufacturer narrative:
Not returned. Event conclusion: as of this report, the device has not been returned to guidant for analysis. There is no additional info related to this event. Guidant will continue to investigate the complaint, and if additional info becomes available, the event will be reopened. On (B)(6) 2005, guidant issued a physician communication regarding a deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in 08/2004. This device was manufactured before 08/2004 and is included in this population. Guidant does not have sufficient info to determine that this device behaved in the manner described in the advisory.

Event description:
Guidant received info in (B)(6) 2005 that this cardiac resynchronization therapy defibrillator (crt-d) exhibited non-sustained ventricular tachycardia which looked like diaphragmatic oversensing on the electrograms. This was reproducible with deep breathing. Subsequently, guidant received info that this device was part of a legal action and the pt passed away around (B)(6) 2005. Guidant has no specific info as to the device involvement in the pt's death.